Event description:
Tested blood glucose level with one touch mini. Read result on meter screen upside down. Dosed novolog insulin coverage for 522 mg/dl. Actual blood glucose was 225 mg/dl. On basal/bolus regimen with carbohydrate counting. Took novolog, ate lunch then was driving his car. Woke up to paramedics, no recollection of events prior to this. Blood glucose per squad reportedly 38 mg/dl. Fortunately, no injury/accident. Patient did not realize what happened to cause hypoglycemic event until office visit today and review of blood glucose levels in meter. I am interested if this has happened to anyone else. Dates of use: 2007. Diagnosis or reason for use: diabetes mellitus type 1.